Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents,unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Event description:
It was reported that the insulin pump was not responding to key presses. The customer did not indicate their blood glucose level at the time of the incident. The customer states that the keypad was unresponsive and that changing batteries did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to their backup plan. The insulin pump was returned for analysis.